Event description:
On 22-jan-2026, it was reported by a sales representative via (B)(4) that (qty. (B)(4) of an ar-8934bck knotless suturetaks were breaking down near the end on the insert. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.